Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm fusiform abdominal aortic aneurysm approximately one month ago. The aortic neck was 23.4 mm diameter at the renal arteries and 4 cm in length. The iliac arteries were mildly calcified and mildly tortuous. It was reported that on the final angiogram it was noted that the contralateral limb was implanted behind the contralateral gate stub. The physician had inadvertently lost wire position and deployed the contralateral limb behind the gate. The physician pulled the contralateral limb down 4 cm and rewired the gate then implanted an aneurx (B)(4) to bridge the two contralateral limb into the gate. No clinical sequelae were reported the patient is fine.

Manufacturer narrative:
(B)(4). Incorrect technique/procedure (contralateral limb inadvertently implanted behind the contralateral gate), user error contributed to event (contralateral limb inadvertently implanted behind the contralateral gate).